Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the cup adaptor fractured over time, due to alleged design deficiencies. The original cup adaptor was reported to be too weak and not to have enough threads on the end.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device was used for treatment. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.